Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open while trying to issue medication. A technical support specialist (tss) received a report that a drawer did not open during a medication issue attempt. The tss remotely accessed the station and identified that the item was stored in an external bin. The tss performed a cycle count to locate the item key and guided the customer to find the medication. The tss then instructed the customer to retry issuing the medication, and it was identified that the item was not assigned to any keys. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was unable to open when user tried to issue medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.